Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has not been dropped or bumped but the keypad is not responding and the screen is blank. Customer's blood glucose was 6.5 mmol/l. Customer will be sent a replacement.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube also, unable to verify unresponsive buttons due to blank display. No moisture damage was found on the keypad traces, the keypad connector was fully locked. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.